Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the device still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Contact stated that the customer will continue to use the pump for insulin therapy, and has back up syringes and lantus if needed.